Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded lcd board. The insulin pump was received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated the buttons were unresponsive. The customer's blood glucose was unknown. The customer reported the insulin pump was dropped into a puddle of water before the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.